Event description:
It was reported that the patient presented in clinic for a routine implant procedure. During the procedure when initially inserting the lead, capture, sensing and impedance values were normal via the pacing system analyzer (psa) and when connected to the device measurements were normal. The physician then used electrocautery for an extended period of time and non capture, no sensing and low pacing lead impedance was observed. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were not confirmed. A complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures but did find internal shorts at the middle region of the lead due to procedural damage. Visual inspection found the inner/outer insulations cut and damaged at the middle region of the lead which is consistent with procedural damage.